Manufacturer narrative:
This is being filed as corneal ulcer. Method: no lot info, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Based on statements from the ecp, the pt experienced peripheral ulcers and infiltrates in both eyes. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Business partner reports corneal ulcer od, a small infiltrate with broken surface and no stain. The pt was treated with ciloxen. There was no reduction of acuity noted. No lot info was provided. This is being filed as corneal ulcer.